Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto mode switching episodes were observed through merlin.net transmission. Review of transmission noted that the mode switches were inappropriately triggered due to retrograde conduction. Recommended programming changes will be discussed with the physician.

Event description:
New information received notes that the patient was asymptomatic during the event. On the same day, temporary retrograde conduction test was performed and no anomaly was noted. No further information was available.